Event description:
It was reported, that a stent graft was being implanted for a popliteal stenosis. The doctor went in with a 8fr, and couldn't get the fluency over the orn. The doctor took it out and exchanged the sheath with a 55cm brite tip (cordis), 8fr, and got it over the horn. The stent was put back in, backed down to the lesion, but couldn't get it across the lesion. It was taken out and aballoon put in. The balloon was taken out. The stent put back in. Deployment was attempted. It would not unsheath and the catheter broke. Was able to be removed without incident. A 7 x 4 fluency was placed without incident.